Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-08-02. The error is consistent. Ac voltage error is triggered with an unstable ac input or if the ac power source is interrupted. The power supply was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp has an intermittent "ac voltage error" when plugging in and unlplugging the device. The customer tried to unplug and switch power cables and tried different outlets. The problem went away and then came back upon trying to unplug again. The cardiohelp was not exchanged during treatment, as the decision was already made to discontinue care. Instead the device was unplugged. The patient expired. According to the customer due to physiological reasons not due to the cardiohelp. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The error is consistent. Ac voltage error is triggered with an unstable ac input or if the ac power source is interrupted. The power supply was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "ac voltage error" could be confirmed on the date of event. The affected part was investigated by getinge life-cycle-engineering on 2023-11-29 with following conclusion: there are no visible damages on the part. The failure could not be reproduced, but was confirmed according to the logfiles. The part was working according to factory specifications during testing. The most possible root cause is: - failure in the plug connection between power supply and ac mains connector a medical review was performed by getinge medical affairs on (B)(6) 2023 with following conclusion: "the evaluation of the existing information resulted in the conclusion that the cardiohelp was functioning as expected. The reported alarm and error message "ac voltage error" occurred 4.5 hours after initiation of the support. That could be confirmed by review of the service and log data. The investigation report describes that during a "ac voltage error" the cardiohelp is supplied with energy via the battery and the pump does not stop. This occurs if more than 3 status changes of charging appear within 30 seconds. Following the cardiohelp works in battery mode for 5 minutes before it switches back to mains power. That happened exactly (at the time 19:07) 5 minutes after the "ac voltage error" occurred. The logfiles show also that the customer had that issue multiple times between the (B)(6) march. After the investigation report no potential for that error could be found in the investigated hardware. No malfunction of the power supply unit could be detected. The root cause however remains outside of the cardiohelp." The cardiohelp system has a redundant power supply using external (ac/dc) power supply and batteries. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2018-11-06 to 2023-03-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-11-06. Based on the results the reported failure "ac voltage error" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected part was investigated by getinge life-cycle-engineering on 2023-11-29 with following conclusion: there are no visible damages on the part. The failure could not be reproduced, but was confirmed according to the logfiles. The part was working according to factory specifications during testing. The most possible root cause is: failure in the plug connection between power supply and ac mains connector. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that the cardiohelp has an intermittent "ac voltage error" when plugging in and unplugging the device. The customer tried to unplug and switch power cables and tried different outlets. The problem went away and then came back upon trying to unplug again. The cardiohelp was not exchanged during treatment, as the decision was already made to discontinue care. Instead the device was unplugged. The patient expired. According to the customer due to physiological reasons not due to the cardiohelp. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.